Event description:
The following was reported through a review of the article titled ¿comparison of surgical outcomes between istent and istent inject w with =2 years of follow-up: a propensity score matching analysis." Reportedly following trabecular microbypass stent procedures in the first group of one hundred fifteen (115) operative eyes, there were eight (8) cases of postoperative intraocular pressure (iop) spikes (= 30 mm hg), which subsequently resolved with topical medication within one (1) week. Additionally per report, following trabecular microbypass stent system procedures the second group of one hundred fifteen (115) operative eyes, there were seven (7) cases of intraocular pressure (iop) spikes which resolved with medication within one (1) week. Any omitted information was not available through follow-up. Please see attached article for further details. Reference doi: 10.1007/s10384-025-01314-z. This report references the cases of iop increase associated with the trabecular microbypass stent device (g1).

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2025-00131 for the cases of iop increase associated with the trabecular microbypass stent system device (g2).